Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass and cracked lcdwindow. Unit was received without the belt clip and no physical damage to belt clip slot noted.

Event description:
The customer's mother reported via phone call that the insulin pump's display was broken and could no longer be read. Caller reported that the device had been dropped and the screen cracked. Blood glucose level at the time of the incident was 154 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.